Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6. Device evaluation: the device related to the reported events rupture and capsular contracture was received on jun 24, 2025, with lot number 2928633. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Later healthcare professional reported rupture and capsular contracture baker grade ii. The device was explanted and replaced.

Event description:
Patient reported left side intracapsular rupture diagnosed via ultrasound and MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.